Event description:
Surgeon reports that there is fissure right below the metal part. There is no information indicating that the device malfunctioned in such a way to cause an injury to the pt. No adverse consequences reported at this time.

Manufacturer narrative:
Additional information has been requested and if rec'd will be reported on a supplemental report.